Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(4), batch: 7091684. Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(4), batch: 7091684.

Event description:
It was reported that the patients implantable pulse generator (ipg) had shifted out of the pocket site. The patient stated that she was lying on her side and her ipg shifted out of place. The nurse practitioner stated that the ipg may have become untethered and shifted approximately 3 inches from its designated location. The patient was able to move the ipg back into its pocket site location. The pre-op testing showed normal impedances and the stimulation was on. The patient was able to charge the ipg and the ipg was facing the correct direction. The physician stated that the ipg rotated in the pocket multiple times and the wires were tangled. The ipg also migrated about 2 inches toward the patients head. The patient underwent a revision procedure and the procedure was completed with no issues. The surgeon decided to replace the lead extensions and use the same ipg. The physician sutured the ipg in the pocket to prevent future rotation. The explanted lead extensions were discarded by the hospital.